Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced premature battery depletion. Reportedly, the device displayed the elective replacement indicator (eri) message. In turn, the device was below the appropriate level of battery voltage to provide therapy. Surgical intervention may occur later to address the issue.